Event description:
Patient 2 of 3: it was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m on their automated decapper instrument, when removing the stopper of one patient sample, the inner tube is separated and pulled up contaminating the instrument. The patient sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The photos show tubes on a surface missing the hemogard closure assembly and the inner tube. No blood residue can be seen on the inside or outside of the tube. A total of 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. No cocked stoppers were identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retained samples underwent functional testing and all tubes tested within specification requirements: no issues with the hemogard closure assembly being loose or separating during or after the functional tests were completed. No issues with the inner tube rising or coming loose when the hemogard closure assembly was removed after the functional tests were complete. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tnt leaks based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 2 of 3: it was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m on their automated decapper instrument, when removing the stopper of one patient sample, the inner tube is separated and pulled up contaminating the instrument. The patient sample was recollected. There was no other health impact or consequences reported.